Manufacturer narrative:
The pump initially failed the 30 psi occlusion test during preventative maintenance due to a recorded occlusion deviation of 20, which is outside the acceptable range of 22-38. After calibrating the pump's psi value from 345 to 335, the pump passed the retest and now meets the full specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 07/19/2024, during the preventive maintenance (pm), the device was reported to have failed "30 psi value" calibration test under required perimeters and was recalibrated.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. A review of the serial number history revealed no similar complaints associated with this device. The complaint is confirmed. The cause was determined to be a calibration issue. CAPA-zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).